Event description:
Additional information received from the customer reported the date and how the broken fiber, peeled coating and tube defects occurred was unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective event was caused by stress of repeated use, external factors, or handling of the device. The event can be prevented by following the instructions for use which state: "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, any protruding metal strain from inside the tube, bumps, sagging, transformation, bends, lifting of resin, peeling, adhesion of foreign body, dropout of parts or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the connecting tube had buckling, the image guide bundle had significant breakages, the bending section cover adhesive was chipped, the indication on the grip was peeled, the image guide protector was cut, the bending angle in the up direction did not meet the standard value due to wear of an angle wire, the forceps and channel cleaning brush could not be inserted smoothly due to a dent on an instrument tube, the image guide bundle was stained, the image had noise due to damage to the charged coupled device (ccd) unit, and the universal cord was dented and scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis lucera bronchofibervideoscope had a broken fiber, the coating of the insertion section was peeled off, and the bending section and insertion tube had defects. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the connecting tube coating was peeled. The report is being submitted due to peeled coating found during evaluation.